Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 module. The sample initially resulted in a troponin t value of 172 ng/l. The sample was repeated, resulting in a value of < 3.00 ng/l with a data flag.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The calibration signals were lower than expected. Quality controls were within range prior to sample measurement. A general reagent issue can be ruled out. The field service engineer replaced the measuring cells. The investigation is ongoing.

Manufacturer narrative:
Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.